Event description:
Patient reported that the cartridge was leaky and there was insulin in the cartridge compartment of the infusion device. Patient often experienced elevated blood glucose of 200-300 mg/dl, and the infusion device occasionally displayed e4 occlusion errors. Patient changed to the backup infusion device on (B)(6) 2011, and at this time, blood glucose is normal. Alleged cartridge was discarded and will not be returned for evaluation. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.